Event description:
It is reported that the device was implanted in 2007 and revised in 2008, due to infection and pain. All implants were removed and antibiotic cement spacer was placed with great debridment of the gutters and surrounding tissues. Poly was implanted. All other devices were implanted on original date.

Manufacturer narrative:
Other devices used: catalog #00598004702, nexgen complete knee solution stemmed tibial component precoat, lot #60730621, catalog #00596204023, nexgen complete knee solution legacy knee - posterior stabilized prolong highly crosslinked polyethylene lps-flex articular surface with insert and locking screw, lot #60887824, catalog #00598802015, nexgen complete knee solution stem extension offset, lot #60401989, catalog #00599003601, nexgen complete knee solution posterior femoral augment block precoat, lot #60429134, catalog #00599003601, nexgen complete knee solution posterior femoral augment block precoat, lot #60358876, catalog # 00599003620, nexgen complete knee solution distal femoral augment block precoat, lot #60422293, catalog #00599003610, nexgen complete knee solution distal femoral augment block precoat, lot #60358880, catalog #0598800626 nexgen complete knee solution tibial block precoat, lot #60659901, catalog #00598800626, nexgen complete knee solution tibial block, precoat, lot #60277713, catalog #00598801020, nexgen complete knee solution stem extension straight, lot #60289665. Evaluation summary: the sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level of 10-6 or better. In addition, the manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to the patient infection. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.